Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID (B)(4)) was placed on (B)(6) 2021. The sensor continuously monitoring a high icp and not accurate. The icp monitoring was used for right frontal temporal cystic mass drainage and was placed in the patient for 68.5 hours. The sensor was removed on (B)(6) 2021. It is unknown if the sensor was removed due to inaccurate readings or monitoring not needed anymore.

Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The cerelink microsensor (ID 826850) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.